Event description:
It was reported that during implant, when connecting the atrial lead, the physician did not hear the click sound after rotating the setscrew many turns. When the physician tried to turn the setscrew back out, it had loosened. The device was not implanted. The physician decided to use a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found. The set screw part was missing.